Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the first band in this procedure broke/disassembled while the surgeon was trying to reduce the manubrium. This was the surgeons first time using this system. When the band broke the surgeon decided to use wires, plates, and screws to fixate the patient. There was approximately a fifteen minute surgical delay. The sales associate stated the patients condition was reported as good.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The locking mechanism was visually evaluated with a microscope. The evaluation revealed scratches and slight deformation on the sides of the locking mechanism, indicative of the tensioner prematurely disengaging. Therefore, the complaint is confirmed. The most-likely cause of the complaint was determined to be the tensioner prematurely disengaged from the locking mechanism and the tensioner was still used to shear the band without the cam locked onto the band. According to the evaluation, there are no indications of manufacturing defects.